Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tsg45 anvil would not open (finally could open the instrument manually). Since some staples were malformed, a new instrument was used to finish the case. There was no consequence to the patient.